Event description:
Title: even desc: the jet ventilator stopped working. An error message on the jet ventilator lit up: "ventilator fault". The patient's spo2 dropped to 86%. The patient's endotracheal tube ((ett) was removed from jet ventilator and nurse (rn) began manually ventilating (bagging) the patient; the patient's spo2 returned to 100%. New jet ventilator obtained and the ett was transferred to the new jet ventilator. Manufacturer response for jet ventilator, high frequency jet ventilator (per site reporter). The jet ventilator was due for preventive maintenance in two weeks, under service contract. The ventilator was shipped back to manufacturer for service. Report received from the manufacturer: "the whisper jet passed the self-test and operation verification". Under-went inspection, cleaning and calibration. Final validation after service: passed service operation verification and passed quality control inspection. Jet ventilator shipped back to our facility a month after inspection. What was the original intended procedure? To ventilate patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working. (B)(4).

Manufacturer narrative:
The reported symptom of a vent fault could not be verified and was not reproduced as reported. The systems operation was very stable with no alarms of any type generated during long term verification. No gas leaks were detected and all control and monitoring circuitry was verified to be operating correctly and to be in perfect calibration condition. The hfv was thoroughly inspected and tested with no problems found. The complete preventative maintenance, calibration and operational verification requirements of cd-253 were performed with no discrepancies found. The hfv passes the operational verification requirements of cd-253, section xi, parts c, d and e with no alarms at the ready condition. Unit received 10/08/2014 - (B)(4). Failure analysis completed 10/20/2014. Customer notified of failure analysis (B)(4) 2014. Unit returned to customer (B)(4) /2014. Copies of all documentation enclosed.